Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured in november 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixty-one (61) exactamix vented high-volume inlets had black line/foreign particles found at the connection site. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.